Manufacturer narrative:
Screw fracture: summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. 4307: cause traced to component failure screw fracture is an expected/potential failure documented within zimmer biomet risk documentation. Reported events using this code have had a malfunction via fracture confirmed through investigation. However, evaluation of the returned device(s) and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the fractures were not determined to be the result of a confirmed manufacturing deficiency. There were 24 reported fractured abutment screw events summarized. Of the 24 fracture events, 9 abutment screws were returned and 15 were not returned. Twenty four abutment screws were labeled as single use. None of the 24 reported abutment screws were reported to have been reprocessed and reused. 67 : no problem detected a complete investigation could not be performed due to unreturned product and a lack of available product lot information. Without this information the manufacturing history of the reported device(s) could not be completed, nor an evaluation of the subject device(s) for the reported fracture.

Manufacturer narrative:
Number of events reported: 24. Conclusion not yet available. (B)(4).

Event description:
This report summarizes 24 of 216 total number of fractured biomet 3i dental screws. It was reported that the abutment screw fractured in the patient's mouth. The fractured portion was removed and the implant was not affected as a result of the fractured screw and there was no impact to the patient. Range of patient age and patient gender: age of female: 59 -70. Age of male: 58 - 89. Gender: 4 female. Gender: 5 male. Patient gender and age was unknown or not provided for fifteen events. The race and ethnicity was not provided by the reporters.